Manufacturer narrative:
UDI number: (B)(4). The returned driver was evaluated. The tip was found to be twisted in a manner consistent with screw removal. It is likely that the forces applied to the driver during usage exceeded that device's capabilities, allowing the tip to twist. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that the tip of a screwdriver broke during final tightening within surgery. The tip was removed from the mating blocker and an alternative screwdriver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke during final tightening within surgery. The tip was removed from the mating blocker and an alternative screwdriver was used to complete the procedure without reported patient impacts.